Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the left ventricular (lv) lead failed to capture. The lv lead was capped and a replacement lead was attempted to be placed on (B)(6) 2019. During the attempted implant, the lv lead dislodged while slitting. The physician could not re-canulate the initial vessel. The physician completed the implant of another lv lead using a more anterior vessel. The patient was stable. Related manufacturer reference number: 2017865-2019-11863.